Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. Internal inspection of the power supply unit (psu) found three electrical contact pins that were misaligned, therefore, confirming the reported defect. Based on all evidence and previous investigations of similar complaints, it was determined that the defective psu was due to a manufacturing issue during the cable assembly process. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral power supply unit (psu) was defective. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The power supply was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral power supply unit (psu) was defective. There was no patient injury reported as a result of this incident.